Event description:
A malfunction with code malf 12 was reported, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting.